Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction break with an intralase patient interface (pi) on the left (os) eye of a female patient during surgery due to patient movement and could not recall the sequence for side cut. The suction loss occurred after the patient was applanated and after the laser fired (suction break and side cut only was performed to complete the flap. Excimer was delivered without complication). The surgeon was emailed protocol by application support manager (asm) and surgeon used the same cone to successfully complete the case during the same visit with no incident. There was no patient injury or surgical interventions reported. One (1) day post-op uncorrected visual acuity (ucva):20/25 and best corrected visual acuity (bcva): 20/20.